Event description:
It was reported that the pulse generator exhibited elective replacement indicator; however, battery indicator was not correct. The pacemaker was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of battery display being incorrect was not confirmed in laboratory. It was not possible to determine the longevity due to insufficient information. No anomaly was found by reviewing the printouts. Device exhibited normal battery characteristics.